Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate. The fse states the vacuum value detected was 200 mmhg. To fix the issue the fse replaced the 5000 hour maintenance kit. After replacing the defective part the iabp passed all functional tests and was returned to the customer for use.

Event description:
It was reported that during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) automatic filling failed . There was no patients involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) automatic filling failed .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).